Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the downstream occlusion (dso) seal was defective. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
One device was returned for analysis with complaint of damaged downstream occlusion (dso). Log events was reviewed and there are no errors related to the customer complaint. There were no services previously reported. During visual inspection, the complaint was confirmed, and the dso seal was replaced. The device and software were updated for better operation and to avoid future errors. Device passed all testing post repair.